Event description:
It was reported by the customer that bd facslyric¿ had erroneous results ivd. There was 1 occurrence in this event with no patient impact. The following information was provided by the customer:" facsuite software version 1.5 is used on analysis workstation to analyse files from leukemia samples. After approve of results in a ldt test, false values were displayed and exported via .csv-files to lis-system. In pdf, exported from these file directly from facsuite it's visible that the values are incorrect calculated in facsuite. Example is a percentage value of 362.51% tp from lymphos cells. The failure occures a second time pir from (B)(6) 2022. Worklist_014_12 is_n_v2 ud_110778661559_is report. Pdf shows the wrong calculated values.

Manufacturer narrative:
Medical device expiration: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary investigation summary: scope of issue: the scope of issue is only limited to facslyric 3l12c instrument ceivd, part # 663029, serial # (B)(6). Problem statement: customer reported a complaint regarding erroneous results produced by the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue for part # 663029. Date range from 24aug2021 to 24aug2022. Device history record (DHR) review: DHR part #663029, serial # (B)(6), file # 663029-663029-r663029000132-106663520-20 was reviewed. The instrument met all the manufacturing specifications prior to release. Complaint history review: there are 5 complaints related to the issue of erroneous results ; date range from 24aug2021 to date 24aug2022. Returned sample analysis: a return sample was not requested because no parts were replaced. Service history review: review of related work order #: none install date: 28apr2020 defective part number: n/a work order notes/case comments: none labeling /packaging review: (not applicable) risk analysis: risk management file part # 10000063058ra, rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿¿¿yes ¿¿¿no hazard ID#: 89285 hazard: wrong results-analysis errors cause: expression calculations are inaccurate harmful effects: wrong interpretation of data. Potential incorrect or delayed results. Residual severity: 3 residual probability: 1 residual risk index: 3 investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the customer experiencing erroneous results was determined the customer performed an incorrect calculation in the facsuite software on a non-bd computer. After this conclusion, the issue of erroneous results could not be replicated, and considered was a ¿one-time issue,¿ stated by the field application support manager, in wfi investigation #6661281. Running software on on a non-bd qualified computer system may not guarantee the system to run at its optimum performance. It was determined that there was no issue with the instrument and was working as expected. No resolution was needed as this issue was identified as a user calculation error and happened one time. No further issues followed. Although the complaint of erroneous results were from patient samples for diagnostic tests, no patient was treated or harmed from incorrect results. The results were captured prior to any diagnosis decision and reported to bd. There was no delay in patient treatment. The safety risk of this hazard has been identified to be within the acceptable level. Root cause: based on the investigation results, the root cause was due to an incorrect calculation by the user. Conclusion: based on the investigation results, the root cause of the erroneous results issue with the facslyric was due to the user using an incorrect calculation. In addition, the customer was using the facsuite software on a non-bd computer. There was no issue with the instrument and was performing as expected. No patients were treated or harmed from incorrect results, and there was no delay in patient treatment. The safety risk of this hazard has been identified to be within the acceptable level. Investigation codes: (see investigation codes grid) supporting document: n/a see h.10.

Event description:
It was reported by the customer that bd facslyric¿ had erroneous results ivd. There was 1 occurrence in this event with no patient impact. The following information was provided by the customer:" facsuite software version 1.5 is used on analysis workstation to analyse files from leukemia samples. After approve of results in a ldt test, false values were displayed and exported via .csv-files to lis-system. In pdf, exported from these file directly from facsuite it's visible that the values are incorrect calculated in facsuite. Example is a percentage value of 362.51% tp from lymphos cells. (Attachment pdf) the failure occures a second time (pir from 17jan2022). Worklist_014_12 is_n_v2 ud_110778661559_is report.pdf shows the wrong calculated values."

Event description:
It was reported by the customer that bd facslyric¿ had erroneous results ivd. There was 1 occurrence in this event with no patient impact. The following information was provided by the customer:" facsuite software version 1.5 is used on analysis workstation to analyse files from leukemia samples. After approve of results in a ldt test, false values were displayed and exported via .csv-files to lis-system. In pdf, exported from these file directly from facsuite it's visible that the values are incorrect calculated in facsuite. Example is a percentage value of 362.51% tp from lymphos cells. (Attachment pdf) the failure occures a second time (pir from 17jan2022). Worklist_014_12 is_n_v2 ud_110778661559_is report.pdf shows the wrong calculated values."

Manufacturer narrative:
The following fields has been updated: site legal name: becton dickinson & company, bd biosciences - san jose, ca 95131.